Manufacturer narrative:
The investigation determined the issue is consistent with insufficient pre-analytic sample handling.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the sodium electrode on a cobas pro ise analytical unit. The sample initially resulted in a sodium value of 157 mmol/l and it repeated as 136.9 mmol/l.

Manufacturer narrative:
The sodium electrode lot number was dgy96, with an expiration date of 01-feb-2026. The investigation is ongoing.